Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that prior to a procedure the vitrectomy probe would not cut. The case was initiated and completed using an alternate probe. There was no patient involvement.

Manufacturer narrative:
No sample has been returned for evaluation for the report of the probe not cutting; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot numbers provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. (B)(4).

Manufacturer narrative:
One opened probe was received with a tip protector in a pouch for the report of could not cut. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are two additional complaints associated with the lot for the reported issue. The returned sample was visually inspected and found conforming. The sample was then functionally tested for aspiration, actuation and cut and was found non-conforming for all three functional tests. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter is slightly bent. No wear marks were observed at the bend area of the inner cutter. Gouge marks were observed down the length of the inner cutter. O-rings, spacers, spring, and diaphragm are all intact. The complaint evaluation confirmed that the probe had a cut issue, and also indicated that the probe had an actuation issue. Unrelated to the reported event, the evaluation also indicated that the probe had an aspiration issue. The exact root cause for the observed non-conformances cannot be determined from this evaluation. A potential contributing factor is that the inner cutter was slightly bent. A bent inner cutter could cause interference which could impede the movement of the cutter and restrict aspiration flow through the probe. How and when the inner cutter became bent could not be determined from the evaluation. The manufacturer internal reference number is: (B)(4).